Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator and right ventricular lead were deactivated due to high lead impedance and inability to pace properly. The system remains implanted and deactivated and a new system was implanted on the opposite side. The patient was in stable condition post surgery. No further information was reported.